Event description:
It was reported that during an unknown procedure, the device clamped on the vessel and would not open. Unknown how the device was removed. Unknown how the case was completed. There was no adverse consequence to the patient. Attempts were made for additional information but no response was received.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.